Manufacturer narrative:
Exact date unknown, event occurred in approximately a couple of months ago.

Event description:
It was reported that patient ipg was not holding a charge well anymore. The patient underwent a ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.